Manufacturer narrative:
Additional information was received and this event is considered not reportable based on the function of the wand, is expected to find charred targeted tissue. If a patient burn is reported in another part of the body, the event will be considered reportable, but in this case, the charred tissue was the targeted, so, was expected that this tissue was charred.

Event description:
It was reported that during surgery, was notice that the tissue looked charred, rather than the usual white appearance as is normally would see with coblation. A backup device was available to complete the procedure with no delay or patient injuries. The patient outcome is unknown.